Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient encountered infusion set cannula kinked event on (B)(6)2024 within 3 or more hours after insertion. The blood glucose level was found to be 443mg/dl company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.